Event description:
It was reported that the piston on the pump was broken and the customer was unable to use the pump for insulin delivery. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.